Event description:
It was reported there were high impedances on several electrode pairs for the left hemisphere. No interventions or outcome were noted. Additional follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v014246, implanted: 2007-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2007-(B)(6), product type extension. (B)(4)